Event description:
It was reported by the customer patient's PICC line was blocked flushing with resistance and no venous return. Xray shown PICC line was in the right place. 2 doses urkinose was administered via PICC line, still no venous return and also leaking at surrounding site. Infusional services informed PICC line most likely fractured. PICC line was removed and dressing applied. PICC sent to infusional services. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.